Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, there were cracks found after implantation. According to the reporter it was unlikely that this could be due to handling issue. The surgery was performed and completed without product replacement. The lens remains implanted in patient's eye. There are four medical device reports associated with this report. This is 3 of 4. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).